Event description:
It was reported that this subcutaneous electrode migrated and was dislodged. Infection was suspected as the patient had two previous device implants that resulted in infection. The patient was having an epicardial ventricular tachycardia (vt) ablation, and the physician wanted to assess the patient for infection and possibly reposition the electrode while the patient was on the table post ablation. A swab was taken to check for infection; however, the results are unknown. There was no attempt to reposition the electrode due to the suspected infection. In addition to the patient having a history of infections, the patient is known to have anaphylaxis for no known reason and has other cardiac complications. This electrode and the associated subcutaneous implantable cardioverter defibrillator (sicd) remain in the patient and therapy was programmed off. The physician will determine a course of action at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous electrode migrated and was dislodged. Infection was suspected as the patient had two previous device implants that resulted in infection. The patient was having an epicardial ventricular tachycardia (vt) ablation, and the physician wanted to assess the patient for infection and possibly reposition the electrode while the patient was on the table post ablation. A swab was taken to check for infection; however, the results are unknown. There was no attempt to reposition the electrode due to the suspected infection. In addition to the patient having a history of infections, the patient is known to have anaphylaxis for no known reason and has other cardiac complications. This electrode and the associated subcutaneous implantable cardioverter defibrillator (sicd) remain in the patient and therapy was programmed off. The physician will determine a course of action at a later date. No additional adverse patient effects were reported. It was reported that the associated sicd was programmed back on, and this electrode was explanted and replaced. No additional adverse patient effects were reported.